Manufacturer narrative:
Patient weight, unavailable. A manufacturer representative went to the site to test the system. The surgical arm was removed for a possible accuracy error, and a new surgical arm was installed, tested and verified. Exports have been received for analysis but not yet evaluated at the time of submittal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a trajectory at l4 was superior to plan. The doctor freehanded the final placement. No patient harm was reported and surgery was delayed less than an hour. Additional information received from a manufacturer representative reported the surgical arm failed an accuracy test and the screws were deviated between 3.5 and 10 mm.

Manufacturer narrative:
Section 'MFR name, city and state'' was updated. Analysis of software logs found the complaint was confirmed. The clinical export data file and log file were inspected. Planning and registration were reviewed and no issues were found. Analysis concluded the suspected cause of the deviation experienced in the operating room was compromised accuracy caused by pressure placed on the surgical arm during the procedure. If information is provided in the future, a supplemental report will be issued.